Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight hypoglycemia after announcing a larger-than-usual dinner, which was assessed as an incorrect meal size announcement with associated low glucose readings. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included the need for self-administered oral glucose to treat the event without external assistance or medical intervention. Investigation included review of use history and event details. Investigation of this case revealed user-related contributing factors consistent with an inaccurate meal announcement. It was concluded that the device functioned as designed and that user input contributed to the hypoglycemic event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.